Event description:
New information received notes that the leadless pacemaker (lp) was attempted to be fixed twice. Poor current of injury and intermittent sensing were noted, prompting repositioning.

Manufacturer narrative:
The reported events of stretched helix was confirmed. The reported event of intermittent sensing was not confirmed. Final analysis found helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that while attempting to reposition an aveir vr leadless pacemaker (lp) during implant due inadequate electrical parameters, the device abruptly popped up which cause the helix to snag and stretch. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.